Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode due to artifact related to the respiratory rate trend (rrt) sensor. This resulted in the rrt sensor vector being switched. Technical services discussed programming options. Impedance measurements were noted to be in range. Automatic pace threshold test stored in the collection period were successful. At this time, the device remains in service. No adverse patient effects were reported.